Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized with hyperglycemia, diabetic ketoacidosis and gastroparesis. The customer stated he was dispatched by ems and was in the hospital for a few hours. Blood glucose level at the time of the admission was over 600 mg/dl. The customer reported that the insulin pump alarmed no delivery and had physical damage. He indicated it had a cracked screen. The customer stated the insulin pump had been dropped and ripped off. It was advised to discontinue the use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at. No unexpected excessive no delivery alarms noted. The motor slide traveled forward and rewound properly during testing. No unexpected motor/drive movement anomaly noted. Pump received with partially broken reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. No crack on the lcd window noted during physical inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.